Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was experiencing heating at the ipg site while recharging and an increase in recharge burden. As a result, surgical intervention was undertaken where the ipg was explanted and replaced. Issue resolved.